Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Device prep was normal but device insertion there was much resistance and tortuosity seen, when trying to retract the outer capsule with white knob physician noted a lot of resistance. It was decided to take out delivery system (ds) and a lot of damage on the system was noted. There were significant kinks in the integrated sheath as well as on the metal portion of the delivery system. The main concern was that the white knob was very difficult to turn with all flexes off even outside the body. As a result, a new system was prepped. However, resistance was noted with the second insertion and there was limited maneuverability with the second delivery system as well. As a result, the procedure was aborted due to small vasculature and much resistance getting the ds up. Significant venous tortuosity and small vessel diameter were noted in the patient. The patient was in stable condition. There were no actions taken and no patient injury was reported due to this event.